Manufacturer narrative:
A4 is unknown. The cause of the hematoma was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
Impella 5.5 was inserted via the right axillary/subclavian artery in a 72-year-old male patient with acute myocardial infarction and cardiogenic shock. Prior to impella support, the patient was reported as scai shock stage e with a history of coronary artery disease and renal insufficiency and required inotropic support, vasopressors, and respiratory support. Following transfer to the ICU, a hematoma was reported at the access site. At the time of the event, the impella 5.5 was reported to be functioning as intended. The purge solution initially consisted of 5% dextrose in water with 25 u/ml heparin and was subsequently changed to 5% dextrose in water with 25 meq sodium bicarbonate following identification of the hematoma. No additional interventions were reported. The device remained in place and continued to provide support for several weeks following the reported hematoma. The patient remained on impella 5.5 support for more than 50 days and subsequently expired while on support. The reported hematoma occurred in the setting of axillary/subclavian arterial access and prolonged mechanical circulatory support. Based on the available information, the device continued to function as intended throughout support. Although the patient's death is conservatively reported, it is more likely attributable to the patient's severe underlying critical illness and prolonged cardiogenic shock rather than the reported hematoma.